Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 2/03/2017 with the following findings. During testing, it was observed that the battery compartment was cracked. Unrelated to this issue, the keypad was lifted at the ok button and the pump case was cracked between the case seal and the keypad cover and it was also cracked between the case seal and the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2017.